Manufacturer narrative:
Product analysis #257070177:analysis information -- 09/22/2020 09:47:43 cst pli# 10 product ID# 3058 h3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they connected the lead to the ins, tightened the setscrew by turning clockwise until they got the click sound. They placed the ins into the subcutaneous pocket. They did an impedance check and had an impedance issue on electrode 3. After increasing test voltage to 2 volts, they still had an impedance issue with all the electrode 3 options. Impedance on electrode 3 urged them to reopen and adjust the lead they took out the implant and the setscrew did not respond and seemed to have malfunctioned. The setscrew seemed to have jammed and did not want to respond to any action, clockwise or anticlockwise turning. It was noted that this might have caused the impedance issue on the third electrode as it seemed that the setscrew was not responding and not in position anymore. With difficulty, the doctor retracted the lead without damaging it. A new ins was opened, the lead was inserted, and it responded with no impedance issue on any of the electrodes. The patient was not experiencing any signs or symptoms related to the issue. The issue was resolved after using another ins. The patient was alive with no injury. The issue occurred during the implant procedure.